Event description:
Affiliate reported that the tubing separated from the y connector and as a result, the system was changed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the tubing at the y connector has separated. Glue traces were noted around the y connector and on the tubing. The current quality testing inspection for these assemblies has been established at 100% for leaks and blockages. Review of the history device records confirmed the valve conformed to the specifications when released to stock. As a result the root cause of the problem reported by the customer could not be determined. It might be possible that atypical force was used causing the disconnection of the y-connector. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.